Manufacturer narrative:
Product event summary: one controller was not returned for evaluation. Log file analysis revealed a controller power-up event on (B)(6) 2018, at 08:57:42. Review of the data log files revealed that the controller was not in use prior to the controller power-up event. A vad disconnect alarm was logged at 08:57:48, indicating that the driveline was disconnected from the controller when it was powered up. The vad disconnect alarm cleared at 08:58:01 upon connection of the driveline to the controller. It is likely that the observed controller power-up event and subsequent vad disconnect alarm occurred during controller exchange, and are not related to a device malfunction. Additionally, review of the log files did not reveal any abnormalities which could be related to the reported event. As a result, the reported event could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: d334vrm ICD, 6947m62 lead implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced anginal pain, and shortly after it was noted that all of the numbers on the controller were displayed as zeroes. It was reported that there was no power on the controller and the ventricular assist device (vad) stopped. The controller was exchanged. Vad parameters returned to normal and the patient's symptoms resolved. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No patient complications have been reported as a result of this event.